Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl and bupivacaine at unknown concentration and dosage via an implantable infusion pump for the treatment of spinal pain. It was reported that the patient experienced withdrawal which was considered as a sudden change in therapy symptoms. The personal therapy manager (ptm) showed code that meant motor stall. The patient went to the emergency room due to symptoms and was given a 100mcg of fentanyl and he had fentanyl patches at home. The event date was (B)(6)2018. It was further reported that the patient inquired on how to turn of the alarm. The patient was redirected to the healthcare professional. No further complication was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) indicated that the cause of motor stall was undetermined. The patient went to the hospital for pain control on (B)(6) 2018. No further complication was reported.